Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain, mobility, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain, mobility, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).